Event description:
When administering 0.5 of atropine sulfate, health professional was unable to disconnect the green adaptor. A large amount of fluid was on the floor. Health professional was unable to determine the amount of drug administered.